Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 09/13/2017 reviewed meter memory (meter time and date is not set): 111mg/dl (B)(6) 2015 02:28:00 pm fasting:no; 113mg/dl (B)(6) 2015 08:02:00 pm fasting:yes; 95mg/dl (B)(6) 2015 07:33:00 pm fasting:yes; 124mg/dl (B)(6) 2015 04:34:00 pm fasting:no; 119mg/dl (B)(6) 2015 07:45:00 pm fasting:no. Customers concern: with 95mg/dl. Customer ran a blood glucose test on (B)(6) 2015 at 7:33pm and got result 95mg/dl(fasting). He stated his normal blood glucose range is 120-125mg/dl(fasting). He just opened strips yesterday and stores them in bedroom. I had customer run a back to back test and result was 104mg/dl and 101mg/dl.